Event description:
Surgeon advised a plate implanted for a mid-shaft femur fracture broke approx 1 week post implant. The surgeon reported the pt was non-compliant, weight-bearing too soon in order to have a cigarette. The pt was returned to the operating room for removal of the broken plate and all the screws. The pt was revised to another broad curved lcp plate.

Manufacturer narrative:
Investigation could not be completed, no conclusion can be drawn as no device was returned and no lot number was provided.